Event description:
The account alleged the head of the bed raised by itself past its limit. No patient impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.